Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.